Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker determined that the cause of the reported issue was due to a failed system pcb assembly. A replacement for this part is no longer available due to part obsolescence. The customer was contacted to inform them of the information. The device will be returned to the customer unrepaired.

Event description:
The customer contacted stryker to report that their device will not power on and the display is frozen on a, "test in progress" message. There was no report of patient use associated with the reported event.